Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified proximal left circumflex artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon first inflation at several atmospheres in several seconds. The device was removed by the usual method without any problems and the procedure was completed with a different device. There were no patient complications reported post procedure.